Event description:
The lay user/patient contacted lifescan (lfs) in 2008, and alleged that her one touch ultra2 meter was reading inaccurately high. Lfs was able to obtained additional info from the pt. The pt reported that the alleged issue first occurred at around 3:30 pm. That morning, she had tested her blood glucose on the subject meter and had obtained a result of 5.6 mmol/l. At 6:30 am, she had taken her set amount of 1/2 pill of diabeta oral medication. She was asymptomatic at that time. At noon, she tested and obtained a result of 4.4 mmol/l on the subject meter and was also asymptomatic at this time. At around 3:30 pm, she tested and obtained a result of 8.8 mmol/l (verified in the meter's memory). Five minutes after this test, the pt started feeling dizzy, shaky, very tired, and "cold to the core". She does not know if her husband used a different meter to test after the symptoms started, but within 15 minutes, she had received a result of 2.8 mmol/l (per the pt, it is possible that the test was done on her ot ultramini meter that she keeps at her cottage where she was when the issue occurred). The pt drank some orange juice and felt better after 10 minutes. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mmol/l) and that it was coded correctly to match the code on the test strip vial. Per the pt, the test strips were in good condition and they were within the expiration/discard dates. The pt's testing technique was reviewed to be correct; however, she was not washing her hands prior to the puncture for blood sample. This complaint is being reported because the pt experienced symptoms suggestive of hypoglycemia after the reported issue began. Also, based on statistical methodology, the calculated difference of these glucose results (8.8 mmol/l and 2.8 mmol/l) exceeds the expected value of <=30% and/or <=30 mg/dl. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned; lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.